Manufacturer narrative:
The device history record (DHR) did not show anomalies that may have caused or contributed to the reported issue. Records also demonstrate that quality system procedures were correctly followed. A lot assessment found no other similar or related complaints for the reported lot. Complaints which are serious in nature are reviewed on a weekly basis or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that upon removal, the tampon pulled apart leaving pieces behind. This occurred with two tampons. She was able to remove the remaining pieces. The consumer did not seek medical assistance. On (B)(6) 2017, the consumer reported no related problems or concerns.